Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received for analysis. The device was tested for functionality and by pulling the trigger, it short fed the remaining clips. The device was disassembled to examine the condition of the internal components and the advancer tip was noted to be broken off of body. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not apply. There were no patient consequences. Case completed with another device of the same product code.